Event description:
It was reported that during an open nephrectomy procedure, the clip is not deployed when the firing trigger is activated. It seemed that the clip stuck inside the shaft. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
Clip track. Eval summary: the analysis results found that the mcl20 device was returned non functional. The clip track was out of position for approx 1cm; therefore, the clips could not be fed into the jaws upon activation of the handles. Additionally, the cartridge cover was cracked and separated from the shaft. The instrument was disassembled and the anti-back-up lever teeth were worn out thus making the anti-back-up feature non-functional. Although, it could not be determined what may have caused the found non-conformance; a potential cause is the incorrect assembly of the clip track into the instrument. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.